Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not transferred to manufacturing factory of omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Also, the instruction manual of the subject device states that if camera head is not connected to the subject device correctly color bar image may appear, and if the power is turned on with the touch panel is being touched the touch panel may not function. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection of the subject device at the service department of olympus (B)(4), it was found that the touch panel was not activated and the color bar image was displayed on the monitor. The subject device had been stored as stock in the (B)(4). There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device is planned to be returned to omsc but has not been returned to omsc yet. (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.